Event description:
It was reported that the customer had a scratch on the insulin pump. Customer stated that she cannot see the lcd screen. Customer declined troubleshooting. Customer stated that she will call later. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.